Manufacturer narrative:
(B)(4). Should be non-healthcare professional. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection and fourier transform infrared spectroscopy (ftir) analysis was performed on the returned device. The reported complaint was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the loose material in the sealed header bag appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Event description:
It was reported that during incoming inspection of a 7.0 x 60 mm absolute pro self-expanding stent system (sess), dust and hair was observed inside the sterile pouch. The sess was not used in a procedure as this was part of a consignment return, and therefore there was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.